Event description:
Patient reports a granuloma is growing along side the catheter and not the tip. Patient reports at the end of the summer, he had difficulty walking and they did an MRI and there was a fragment -they just did another MRI and the granuloma has increased in size from 5mm to 14-15mm. Additional info concerning event resolution and patient outcome will be provided when rec'd.

Event description:
It was reported that the patient's "drug delivery" failed, in 2005, due to "viscosity", though the meaning of such was unclear. Since then, the patient had been using oral medications and had saline put in the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).